Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for this finding and a direct correlation to heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. A direct correlation between the log file findings, reported events (gi bleeding, hypovolemic shock, pulmonary congestion, patient outcome) and (B)(4) could not be conclusively established through this evaluation. The system controller event log file contains relevant data from 07may2020 at 04:50:25 through 08may2020 at 16:41:14. From the beginning of the file through 08may2020 at 14:20:59, calculated average flow ranged from 3.1-4.6 lpm. From 08may2020 at 16:07:18 through the end of the events on 08may2020, multiple low flow hazard alarms were captured. The end of the file captures driveline disconnect events that appear consistent with the reported patient outcome. The pump speed did not drop below the low speed limit while the fixed speed was set above the low speed limit and the driveline was connected. The system appeared to be operating as intended. The center reported that the patient experienced a bleeding arteriovenous malformation (avm) in the proximal jejunum, hypovolemic shock (hgb 5.1), and pulmonary congestion. The patient expired on 08may2020. Per the vad coordinator, the patient expired due to patient condition. It was reported that the device operated as intended. The center reported that heartmate 3 lvas, serial number (B)(4) would not be returned for evaluation. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" provides information regarding anticoagulation, including the recommended inr values. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that per autopsy, these were diagnoses based on exam: (1) hypovolemic shock (hemoglobin 5.1) -bleeding arteriovenous malformation (avm) proximal jejunum, (2) heart failure (hf) secondary to ischemic cardiomyopathy (icm), and (3) pulmonary congestion (negative to sars-cov-2).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. Per the vad coordinator, the patient expired due to patient condition. It was reported the device operated as intended. The device will not be returned for evaluation. Additional information states that log file analysis on (B)(6) 2020 show the start of low flow alarms at 16:07:28 . The pump was running at set speed of 5300 revolutions per minute(rpms). The pump speed was changed from 5300 rpms to a range of 5200-4800 rpms from 16:16:23 to 16:29:39. At 16:40:36 the driveline was disconnected from the controller and the pump stopped.